Event description:
While connected to pt, "vent found powered off with alarms sounding. (No display.) All connections incuding a/c plug found appropriately connected and unit powered back up with no complications to the pt". No allegation of pt harm.